Manufacturer narrative:
Final analysis found burn marks on the main printed circuit board and inner casing of ac power adapter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet caused by the lightning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a lightning storm patient's transmitter did not power up. Upon removing the prongs, patient noted that one of the green contacts was burnt. A new transmitter was ordered.